Event description:
Information was received from a patient receiving intrathecal bupivacaine and morphine (unknown concentration and dose) via an impla ntable pump for intractable spasticity and stroke. It was reported that the reason for call was the patient wanted to know how to get a hold of the rep in (B)(6). The agent reviewed rep role and redirected to their doctor. The patient asked for the implanted physician of the current pump. The agent reviewed via device registration. The patient stated "since implant" the pump had never been anchored and when she would gain/lose weight the pump would move and twist. The patient stated when she would go for a fill they would always have a hard time finding the pump to do a fill. The patient stated last wednesday, she went to have the pump replaced due to normal battery depletion and the surgeon removed the pump but when checking the catheter said the catheter was twisting and turning like a ramen noodle and the doctor tried to untangle it but couldn't. The doctor tried to put dye in the catheter and the dye would not go through the catheter and the doctor could not stabilize the catheter so the doctor removed the pump but did not put in the new one and did not remove the catheter. The patient stated she was seeing the doctor on wednesday. The patient stated that the doctor would be putting in a new pump but was not sure when. The patient states the surgeon gave her oral oxycodone so she would not go into withdrawal however, they were not cutting it. The doctor also gave her oral keflex antibiotic due to the surgery. The agent reviewed and redirected to the doctor. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2017; ud: (B)(4); ubd: 2019-08-23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.